Manufacturer narrative:
Other text: h3: one pneupac ventilators parapac was received with no apparent physical damages. There was minor resistance on the frequency knob when spinning the knob. Frequency checks with am and nam were performed and the reported issue was able to be duplicated. The device was out of specification and needed calibration. The cause of the issue was unable to be determined, but it looks to be from normal wear. The oscillator was replaced due to the age and condition of the device. The device was calibrated to resolve the issue.

Event description:
It was reported that a smiths medical ventilator unit does not keep 12 breaths per min. And needs repaired. Its around 10 bpm. No adverse patient effects were reported.